Event description:
As reported, the observation window of a 5f exoseal vascular closure device (vcd) failed to show the expected color change from white to black during closure, and the hemostatic plug could not be successfully deployed. There was no reported patient injury. The patient had undergone routine cerebral angiography via a 5f sheath inserted into the right femoral artery. The exoseal vcd was used in a procedure via the retrograde approach. The device was stored and prepared according to the IFU. The physician was certified in using the exoseal vcd, and no visible damage was noted on the device or packaging prior to use. A 10cm 5f non-cordis short sheath was used. Angiographic verification confirmed femoral artery suitability, proper insertion angle, and vessel diameter =5mm. No visible calcium, plaque, vessel tortuosity, stent, or significant stenosis were observed near the puncture site. There was no history of prior closure or evidence of pre-existing conditions such as hematoma, av fistula, or pseudoaneurysm. There was no difficulty connecting the sheath with the vcd, and an audible click confirmed the locking of the indicator wire cowling. Pulsatile flow was observed, and the device and sheath were retracted together until the flow slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon removal, the indicator wire loop was visible, but despite pulling the loop, the indicator window did not change color. The hospital reported this case as an adverse event to china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the observation window of a 5f exoseal vascular closure device (vcd) failed to show the expected color change from white to black during closure, and the hemostatic plug could not be successfully deployed. There was no reported patient injury. The patient had undergone routine cerebral angiography via a 5f sheath inserted into the right femoral artery. The exoseal vcd was used in a procedure via the retrograde approach. The device was stored and prepared according to the instructions for use (IFU). The physician was certified in using the exoseal vcd, and no visible damage was noted on the device or packaging prior to use. A 5f 10cm non-cordis short sheath was used. Angiographic verification confirmed femoral artery suitability, proper insertion angle, and vessel diameter =5mm. No visible calcium, plaque, vessel tortuosity, stent, or significant stenosis were observed near the puncture site. There was no history of prior closure or evidence of pre-existing conditions such as hematoma, av fistula, or pseudoaneurysm. There was no difficulty connecting the sheath with the vcd, and an audible click confirmed the locking of the indicator wire cowling. Pulsatile flow was observed, and the device and sheath were retracted together until the flow slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon removal, the indicator wire loop was visible, but despite pulling the loop, the indicator window did not change color. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed and the guard was partially locked. The plug was not returned for evaluation, and the indicator wire was retracted. The catheter sheath introducer (csi) was not returned with the device. The indicator window was observed in the black/white/red position. No additional anomalies were reported during this inspection. A functional deployment simulation could not be performed, as the unit was received without a plug and the indicator window was already in the black/white/red position, consistent with a fully deployed state. Due to the condition of the guard, a reset of the cowling was attempted. While the guard was unlocked, it was observed that the right leg of the guard was compromised, preventing complete locking of the guard mechanism. A high-magnification microscopic inspection was performed on the internal mechanism. Damage was observed on the internal portion of the guard component. One leg of the locking system appeared twisted, likely due to irregular handling of the device. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received with the deployment lever partially depressed and the indicator window changed to the deployment position with no anomalies noted to the internal mechanism of the component. The exact cause of the issue experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received with plug deployment already initiated with the indicator window changed to the correct deployment position. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure since there were no anomalies noted to the internal mechanism of the component. Additionally, the returned device showed the cowling in a partially locked position (offset/out of position), with the right leg appearing twisted, likely due to irregular handling. However, as it was reported by the customer that no difficulty was experienced when connecting the sheath to the vcd and an audible click was heard when the indicator wire cowling locked, it is unclear whether this condition occurred during use in the procedure. Since the procedural sheath was no longer connected to the exoseal device, it is possible that the damage occurred during removal of the sheath from the cowling/sheath adapter. As warned in the IFU, which is not intended as a mitigation, ¿do not use the exoseal vcd if the device appears damaged or defective in any way. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal vcd from the vascular sheath introducer once it has been locked into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the blood stream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath; plug dislodgment may occur.¿ the IFU also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.